Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, continued insulin therapy, and was provided pump replacement as resolution.